Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown hip stem. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information (including x-rays and medical records) has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.

Event description:
It was reported that patient dislocated "late". Brought to o.r. For revision of cup (55 degree) , some apparent osteolysis. Alval type symptoms were found when hip was opened. Corrosion on neck and in femoral head component. Liner did not appear to be badly worn.